Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code during trouble shooting of the unit, the AED would not power on. Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.